Manufacturer narrative:
Unit unable to prime during the prime/compromised force sensor test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarm. Customer reported that after several infusion set changes, a motor error alarm was received. Customer's blood glucose was 21 mmol/l. During troubleshooting for no delivery alarm, customer received another motor error alarm. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to ultrasound. Customer was able to complete rewind sequence. Insulin pump failed displacement test. After troubleshooting, customer was advised that insulin pump would need to be replaced.